Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having a problem with her battery cap and she received a failed battery test alarm on the insulin pump. Customer stated that she had this issue before where the battery cap was replaced. When she put the battery cap back on, she had to loosen the battery cap for the pump to turn on. Customer woke up to a failed battery test alarm and her blood glucose was 229 mg/dl at the time of the incident. Customer was advised that batteries should be stored at room temperature. Customer will receive a replacement battery cap. Customer declined troubleshooting for the failed battery test alarm.